Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during the fourth inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.